Manufacturer narrative:
Additional information received that there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with lens damaged, and ail sensor loose. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem could not be duplicated. Investigator's unable to determine the caused of the reported problem. Service's recalibrate downstream occlusion sensor to ensure proper function. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached properly" error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.